Event description:
It was reported that this right atrial (ra) lead had an anomaly. This ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that lead dislodgement was neither confirmed nor investigated. No current action is planned, as the lead appears to be connected to the generator and functioning appropriately. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had an anomaly. This ra lead remains in service and will not be returned. No adverse patient effects were reported.